Event description:
Rptr noted handpiece lost tune during phaco emulsification. Switched handpieces and received error message; rebooted but repeated tuning failure. System made groaning noise and locked up. Converted to extra-capsular cataract extract, implanted intraocular lens and sutured wound.